Event description:
The pt had back surgery. Afterward he felt discomfort at the implantable neurostimulator site when the device was turned on. He had surgery to remove the implantable neurostimulator. The leads were cut as high as possible 'and have now disappeared.' Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).